Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The reporting person states that the catheter is not functioning and requires frequent changes. No additional information is available.